Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to motor assembly or electronic control unit failure caused by usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the small battery device would "barley run." According to the report, when the blade was attached, it would not ¿cut the clavicle¿ due to low rotations per minute. As a result, there was a ten minute delay to the surgical procedure. An identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.